Manufacturer narrative:
Section b5: additional information. Manufacturer¿s investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17apr2018. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of remote right cerebellar infarcts could not be conclusively established. The patient remains ongoing on (B)(6) with no related complaints at this time. The heartmate 3 lvas instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged as the event resolved on 16sep2019 with a lower level of anticonvulsant medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency with complaints of diplopia and weakness. Blurred vision resolved on its own. Patient was admitted due to symptoms of transient ischemic attack (tia) and noted to have elevated dilantin level of 29 presumed to have contributed to neurological symptoms. Initial head computerized tomography (CT) was negative and repeat head CT also negative for any acute infarct except remote right cerebellar infarcts. Patient¿s dilantin level was 22 at discharge.